Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with four unopened samples that pertain to the product code (B)(4). In order to evaluate the condition of the returned samples, no defects were found on the packages. The packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Events reported via: 2210968-2022-10354 and 2210968-2022-10356.

Event description:
It was reported that a patient underwent a plastic procedure in 2022 and suture was used. During the procedure, ot sister feedback that the suture broke when doctor was using for his procedure. Doctor mentioned to ot sister that 3 suture from the same box broke during his procedure. No adverse patient consequences were reported. Additional information was requested.